Event description:
Contact (patient) reported that she was implanted with skyline plate and screws and trabecular spacers (manufacturer unk) in (B)(4). 2-days post-op she experienced a skin rash near the surgical site. This rash has grown more extensive over time. Her allergist suspects a possible metal allergy. No surgical procedure is planned at this time.

Manufacturer narrative:
No conclusions can be made at this time. It cannot be determined at this time if the issue is related to the device implanted or due to some other cause. Foreign body / metal sensitivity as well as allergic reaction to metal implants are listed as a possible adverse outcome within the instructions-for-use (IFU) supplied with the implants. Not returned.